Event description:
It was reported that a flo-gard administration set was malformed and split into two pieces. This was noted during set up, before use. The reporter stated that the broken site appeared to be sealed at both ends. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the device noted that the tubing had been cut below the y-junction and seal marks were found at the ends of the tube. The reported issue was verified. The assignable cause for this issue was determined to be improper manual loading of the tubes into the pouches during manufacturing. Improper manual loading can cause the tubes to be damaged by packaging machines. A CAPA has been opened to address this issue. The CAPA states that manufacturing lines have been fitted with sensors to detect caught tubing, and all employees have been retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.